Manufacturer narrative:
Initial.

Event description:
It was reported that after a sensor change with a dexcom g7 continuous glucose monitor (cgm), the ilet pump displayed a ¿dosing stopped soon¿ alert and a cgm signal loss was reported; during the call, cgm values reappeared on the pump, and the user was advised that transient bluetooth signal interruption during pairing or warm-up can occur. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included a customer interview and troubleshooting focused on cgm-pump connectivity during sensor warm-up. Investigation of this case revealed that transient communication instability during cgm pairing or warm-up likely triggered a pending dosing suspension alert, which resolved once stable data transmission resumed. It was concluded, based on previously established findings for similar reports, that the cause was user and device interaction during cgm warm-up leading to transient signal loss.